Event description:
It was reported that the patient underwent a tactra penile prosthesis replacement surgery in which the existing tactra device was removed, and a new inflatable penile prosthesis (ipp) was implanted due to unspecified reasons. No additional information was reported.